Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation with a vizigo sheath and the patient experienced cerebrovascular accident that required hospitalization and hyperbaric oxygen therapy. First, it was reported that the hemostatic valve was damaged after the wire was removed. Air was confirmed inside the side port tube. The issue resolved by replacing the sheath. Then, additional information reported that the patient had a cerebral infarction. The patient developed hemiparesis the day after the procedure and cerebral infarction was suspected. MRI (magnetic resonance imaging) examination revealed ischemic changes, most of which were considered reversible; however, a portion of the brain condition seemed to be attributed to cerebral infarction. The patient was subsequently transferred to another hospital and underwent hyperbaric oxygen therapy. The patient required nursing care and their rehabilitation is ongoing. The patient was reported to be able to walk without any paralysis and is able to eat normally. The patient's condition has been progressing with almost no issues. The physician thinks that the cerebral infarction may have been caused by air resulting from damage to the hemostatic valve of the vizigo sheath. Other relevant procedural information includes that only pulmonary vein isolation was performed (28 ablations complete and 4 incomplete). The rhythm during ablation: sinus rhythm. Before ablation the act (activated clotting time) was 457.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)